Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
About one month post implant it was reported that the right ventricular (rv) lead had high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.